Event description:
Right ventricular failure was present before left ventricular assist device (lvad) implant but became more apparent after lvad implant. Since the lvad device took over function of the left heart, the patient's right ventricular failure symptoms increased during the adaptation phase. The right ventricle was supported with positive inotropic and anti-congestive therapy. In addition, pulmonary hypertension (ht) treatment was given to reduce the pulmonary artery pressure to reduce the resistance in front of the right ventricle. Clinical signs of right ventricular failure were observed. After current treatments, heart transplantation was planned as a treatment option. The patient was on post-operative intravenous inotropes for 13 days before being discharged from the hospital.

Manufacturer narrative:
Section a: age and weight corrected section b2: outcomes corrected section e1: customer site was (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and pulmonary hypertension, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Additionally, section 6 of the IFU (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
This event was not previously reported.

Manufacturer narrative:
Corrected data: sections e2, e3, and g2 corrected. Section b3: event date was estimated. Details are listed in the attached article. Device was implanted at time of event. (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d - all known information was provided. Dogan, e., ulger tutar, z., tuncer, o. N., levent, r. E., engin, ç., yagdi, t., atay, y., & özbaran, m. (2024). Outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1472663 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that patient #4 experienced an ICU stay of 33 days, polyuria, and right heart failure.